Event description:
Manufactures ref: # (B)(4).

Manufacturer narrative:
The evaluation of the provided log shows that the internal leakage test and the patient circuit test failed the pre-use check. Our field service engineer (fse) investigated the ventilator on site. According to the fse, during testing of the pre-use check the internal leakage test, pressure transducer test and the o2 sensor test failed. Further inspection showed that the nozzle unit in the air gas module was defective and it needs replacement. No further information was provided. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The root cause to the reported issue could not be established by this investigation.

Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).